Event description:
It was reported that the customer experienced elevated blood glucose levels (300-599 mg/dl). Customer went to the emergency room on (B)(6) 2015, and was treated through intravenous fluids and insulin. The customer was not admitted to the hospital. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.